Manufacturer narrative:
Exact date unknown, event occurred approximately four months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging, and therefore underwent an ipg replacement procedure. The patient was doing well postoperatively, and explanted ipg was kept by medical facility.